Event description:
On (B)(6) 2012, intuitive surgical received a product liability complaint where a pt is alleging that her da vinci hysterectomy procedure resulted in damage to her ureter and that she sustained injury to her vaginal cuff and bowel during the surgical procedure. The pt also alleges that she continues to suffer from abdominal pain, pelvic pain, dyspareunia, bloating, abdominal distention, fatigue, and decreased energy and stamina.

Manufacturer narrative:
Despite multiple requests, no additional info has been received from the initial reporter. As a result, it cannot be determined as to whether or not the pt's alleged injuries were a result of the da vinci surgical system. A follow-up medwatch report will be submitted if additional info is received.